Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 088) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 14-jun-2018 device evaluation: the device has been returned and evaluated by product analysis on 07-jun-2018 with the following findings: a review of the black box and alarm history showed evidence of a call service 088 watchdog alarms. The battery compartment and cap were undamaged and able to fit securely. The ez-prime steps were performed correctly. The alleged call service 088 alarm occurred during the 24 hour duration test. The reported 088 complaint was duplicated. The pump cover was removed to find moisture corrosion to the printed circuit board.